Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experiencing high blood glucose reading of 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer insulin pump alarmed no delivery. Caller stated the insulin exited. Customer is able to remove set at this time to test site portion of infusion set. Customer states the cannula is not bent. Customer ran an additional 5 units fixed prime to determine if cannula and site connection may be occluded. The customer said the insulin came out. Customer was advised to monitor the insulin pump and call back if the issue continue.